Event description:
The event is reported as: clip applicator jammed on cystic duct and could not be easily removed. Device was eventually removed and a new applicator was used to finish the procedure. No pt injury reported.

Manufacturer narrative:
Sample not rec'd by MFR in time for this report. DHR review did not show issues related to this complaint. Complaint cannot be confirmed since the sample was not available for investigation, however the MFR will continue to monitor and trend relating complaints.